Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump issued recurring alert code 72 several times, verified in device history, without affecting blood glucose and with continued therapy using the ilet while backup pens were available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 72 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.